Event description:
Vascular intervention case to treat three lesions in the rca. The physician attempted to cross a medtronic balloon to the distal lesion but the balloon wouldn't cross. Poor guide support was noted so a guide liner was added allowing the physician to cross the proximal lesion. The mid lesion was tight and also proving difficult to pass and elca was inserted over a cougar wire. The elca was used for three short runs and removed. Wire access was lost while removing the elca. Fluoroscopy revealed a dissection in the area of treatment with poor flow and possible thrombus. Multiple attempts to rewire were finally successful using a whisper wire. At this time the patient began to complain of left arm pain and visual disturbances. The dissection was ballooned and stented. The patient survived the intervention and was discharged to ICU for additional monitoring and medication.

Manufacturer narrative:
(B)(4).